Event description:
Customer reported to beckman coulter, inc. (Bec) that he performed routine maintenance to clean the chloride electrode port on the unicel dxc 600 synchron system. Customer reported that he then primed while lowering the ion selective electrode module. Customer reported that during this motion, line 24 from the ratio pump popped off and a ratio pump motion error was triggered. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that he trimmed line 24, reseated the line onto the pump, and then primed with no issues. Customer reported that calibration and quality control passed after the repair.

Manufacturer narrative:
(B)(4).